Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device update had occurred during last reboot, which was scheduled, and it was not a malfunction. Patient harm reported only due to 'pyxis update'. A technical support specialist confirmed that the customer was unable to provide details of the reported incident. Permission to close the case was granted after confirming no details were available. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that the pyxis medstation es system device had unexpected update that lasted for 10 minutes on the intensive care unit that delaying patient care. The customer reported that the malfunction prevented user to access medications and caused the patient to go from rapid response to code blue status. Customer confirmed that there was an adverse event occurred, and no other information was released regarding the adverse event.

Event description:
It was reported by the customer that the pyxis medstation es system device had unexpected update that lasted for 10 minutes on the intensive care unit that delaying patient care. The customer reported that the malfunction prevented user to access medications and caused the patient to go from rapid response to code blue status. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that the pyxis medstation es system device had unexpected update that lasted for 10 minutes on the intensive care unit that delaying patient care. The customer reported that the malfunction prevented user to access medications and caused the patient to go from rapid response to code blue status. Customer confirmed that there was an adverse event occurred and no other information was released regarding the adverse event.

Manufacturer narrative:
Section b1 - corrected the report type section b2 - updated the outcomes attributed to adverse event section b5 - corrected the describe event or problem section h1 - corrected the type of reportable event section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation section h11 update - upon investigation of the actual device used in this incident it was determined that the device update was occurred during last reboot which was scheduled according to maintenance logs and it was not a malfunction. A technical support specialist confirmed that the customer was unable to provide details of reported incident. The system was functional as intended.